Event description:
It was reported that the patient experienced a lockout of 3 hours and 37 minutes. The patient reportedly waited the appropriate amount of time and attempted a bolus and a lockout of 1 hour was then seen. The lockout interval was supposed to be 1 hour, with a maximum of 5 boluses in a 12 hour period. The patient continued to experienced problems with boluses and was in a lot of pain (increased over time). The issue had been occurring for the past 2 weeks. The patient did not use an antenna (did not have one). The patient was to track bolus requests and check against the pump file records. It was later reported that the patient woke up on the day of the report with bad withdrawal. The patient had just gotten home from the hospital. The patient reportedly knew that he was not getting his bolus doses. The patient was frustrated and angry that his boluses were being denied. The ptm was ¿shorting¿ the patient two boluses a day. The patient was to see the manufacturer representative on (B)(6) 2014. The pump was used to deliver baclofen, clonidine, fentanyl, and bupivacaine. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 37092, serial# unknown; product type accessory product ID 8709, serial# (B)(4), implanted: 2003 (B)(6); product type catheter product ID 8835, serial# (B)(4); product type programmer, patient product ID 8835, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient was having problems with their personal therapy manager (ptm), in that it was not doing what the patient was allowed to do. The patient was reportedly supposed to get 10 (boluses) a day; 5 in a 12 hour period, and could do "back to back in an hour." It was noted that "it keeps reverting back to schedule every 2-3 hours," which started "a week or 2 ago." The patient thought he would ¿skip a day¿ and he could reset it. The patient asked why he could do it back to back sometimes and not others. The patient¿s pain was worse at night over the past couple weeks, and that the ¿last couple days¿ they had a lot more pain. Additionally, the patient again had trouble accessing his bolus. It gave him a 4 hour lock out, and then when he tried it later, it gave him a 1 hour lockout. The patient had an appointment with the hcp the next day to address this ongoing issue.